Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The supplies were changed to address the event. Reportedly, occlusion occurred on third day of use of same supplies. Tandem's technical support educated the customer on infusion set labeling. Blood glucose was 300 mg/dl.